Event description:
It was reported the generator had intermittent failure f9 (power supply undercurrent). There was no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar system was rec'd in fair condition. The unit delivered rf energy correctly into the fixed resistors but produced a f9 alarm during open circuit coag levels 1-3. For reasons unk, component u18 (the dsp on the rf controller pcba) developed a problem where its input offset voltage dropped after being shipped from the factor. The problem (f9 faults when delivering low coag energy) was evident on the first power up on the first day of use in the field. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. The unit passed all final testing and was recertified for use.